Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a system upgrade procedure, noise was observed on the atrial channel of the pulse generator. No patient symptoms were reported. The device was explanted and replaced as planned.